Event description:
It was reported the customer was receiving calibration error and change sensor alarms. The customer's blood glucose was 153 mg/dl. It was also found the customer had a bent sensor. Customer also stated there was air bubbles in their reservoir. The customer declined to troubleshoot for all their issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.